Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected numbers were noted to be scrolling during testing. The device was also received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during testing. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and case cracked at the reservoir tube window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the numbers were scrolling on their own. The customer also received a failed battery test twice. Customer's blood glucose was 145 mg/dl. The insulin pump may have been exposed to water, as customer stated he had the device underneath his shirt, which got wet. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.